Event description:
It was reported to philips that after a planned power outage, the system did not start up normally. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Although attempted to restart the system, the issue persisted. Upon troubleshooting actions, fse identified that the host pc was defective. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.